Event description:
Removal rate set at 550cc/hr. Nurse noted that the actual removal rate was greater than the set rate at three different times. Prisma had alarmed 3-4 times between 1900 and 1930 with the "dialysate weight" warning. Dialysate line not kinked, bag access seal completely broken, nothing resting on dialysate bag and no visible movement of bag on scales. There was no patient injury.